Manufacturer narrative:
The umbilical was returned to the manufacturer for analysis. Analysis found that the mobile viewing station (mvs) cable interface passed bench test, gbit, 100t, and continuity test. When installed on a test system, the system booted, readied, charged, and communicated as expected. Multiple 2d and 3d images were taken successfully while under test. No functional problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the interface (umbilical) cable of the imaging system was having intermittent connection issues. To restore functionality, the component was replaced. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a lumbar spinal fusion, the imaging system could not perform a 3d image acquisition. It was reported that the imaging system was restarted and functionality was restored. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.